Event description:
It was reported that the device was explanted after an implant duration of at least 133 months, due to aortic insufficiency. Info learned from the operative report.

Manufacturer narrative:
Device not returned.